Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient complained of increased edema and ecchymosis on left underarm, without erythema. Other physician prescribed keflex prophylactically. Pain increase, so a small amount of fluid was cultured. Was found to be staph infection and patient was put on IV antibiotics. Confirmation of full resolution was obtained several months later.